Event description:
Consumer opened and used product from a new tube of poly-grip prior to going to work. The product had an off-taste (chemical). Consumer felt nauseous that day. Consumer switched back to the poly-grip-grip from a old tube after about four hours and the symptoms subsided.